Manufacturer narrative:
The device was returned and the evaluation found the following: loose scope connection; faulty battery not holding settings; and browning on both lamp a and b. Should additional relevant information become available, a supplemental report will be submitted;

Event description:
It was observed that during the device evaluation, the video system had the image disappears when cable is shaken. The issue occurred during an the procedure, and the procedure was diagnostic. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that wear of video connector lock lever was the cause. Olympus will continue to monitor field performance for this device.